Event description:
At about 14 years after primary, the patient has been revised because of aseptic loosening. The surgery has been completed successfully.

Manufacturer narrative:
Batch review performed on 02-may-2024: lot 091356: (B)(4) items manufactured and released on 18-aug-2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported events from the market release. Visual inspection performed by medacta hip r&d project manager: during the analysis looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem and also around the threaded cavity for extraction, which is likely due to the revision surgery and not relevant to the reported issue. Additionally blood residual and probably one bone piece are present inside the threaded cavity of the stem for extraction, probably due to stem movement inside the patient during revision surgery. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.